Manufacturer narrative:
Legal manufacturer: (B)(6). Ge healthcare reported a field modification for this ic9-rs double image malfunction per 21 cfr 806 on 29-dec-2023. The FDA recall number is 8020021-12/29/23-001-c. Customers were sent a letter explaining the issue and requesting the customer to perform an inspection test to determine if the probe is malfunctioning. Ge healthcare has determined the cause of the malfunctioning probe to be a probe component. Ge healthcare has replaced this malfunctioning probe.

Event description:
The customer performed an inspection test as part of correction and removal initiated by ge healthcare on 29-dec-2023 (recall no. 8020021-12/29/23-001-c), and it was concluded the ic9-rs diagnostic ultrasound probe was identified as having a component malfunction described in recall no. 8020021-12/29/23-001-c. The probe was in use and there was no impact to the patient.